Event description:
It was reported that 2 unspecified bd¿ pen needles cannula broke off. The following information was provided by the initial reporter :   it was reported by the consumer that the cannula end is broken and gets stuck.

Manufacturer narrative:
Date of event: unknown. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. Unable to perform complaint lot history check owing to an unknown lot number for this event. Bd was able to duplicate or confirm the customer¿s indicated failure (broken non patient end of the cannula) and root cause is user related as the non patient end of the cannula was broken during use of the product by the customer. Based on trend analysis no further action is required at this time. Samples returned - customer returned (1) open 4mm 32g pen needle without the tear drop label, inner shield, or outer shield. Customer states that the cannula end is broken. The returned pen needle was examined and exhibited a broken non patient end of the cannula which could prevent the pen needle from properly attaching or detaching from a pen. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown. Medical device manufacture date : unknown.